Event description:
It was reported that the patient had difficulty recharging the device and there was pain at the pocket site. There was no known accident or incident related to this event. The patient stated there was no known accident or incident related to this event. The patient stated there was always a problem with recharging and she has never gotten a fully charged battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative on (B)(6) 2011 and her concerns were resolved.